Event description:
A dealer (distributor) reported that they found two sevoflurane vapor 2000 vaporizers labeled, color coded, and keyed as isoflurane. The vaporizers were not placed into clinical use. The error was found during a dealer setup of anesthesia equipment. The vaporizers have been returned to the MFR.